Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify, what is meant by "clips did not match well"? When customer closed the clip, the two feet could not close well and just be like scissored. What was the clip formation (clip gap, unformed, malformed, scissored, etc.)? Scissored. Device analysis: the analysis results found that the mcm30 device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 23 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, clip can¿t match well. There were no patient consequences.